Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display lens was broken. It was also noted that the upper and lower cases were broken, both bail covers and ring cover were broken, the lead flex cover was corroded, the lead flex o-ring was missing, the heart lead contacts were patinaed, the battery contacts were compressed, one bail was bent, the ring was missing, and the heart lead flex was creased. (B)(4).

Event description:
It was reported that the external pulse generator (epg) had a cracked lower screen/lens. It was also reported the epg was dropped and possibly stepped on or had equipment rolled over. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement reported.